Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display and moisture damage. The customer's blood glucose level was 16.9 mmol/l at the time of the incident. The customer treated with the pump. The customer stated that they jumped into the pool and the pump vibrated without an alarm or alert. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Analysis was unable to verify vibrating or constant tone due to blank display anomaly.